Event description:
It was reported that the patient had difficulty aligning the charger over the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.